Event description:
A caller reported encountering a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance by guiding the caller through a complete pump reset, after which the pump no longer displayed the cgm error code, and the caller successfully started their sensor session.